Event description:
The patient was diagnosed with meningococcemia at an outside institution and transferred for the management of accute renal failure. The patient was quite unstable and in multi-system organ failure upon arrival. The patient was placed on cvvh, continuous venovenous hemodialysis, in the early evening. The system was alarming about half an hour later that the weights were inappropriate. It was then discovered that the dialysate was not infusing properly as "cones" needed to be snapped off within the prismasate bag. Two nurses broke two bag's "cones" shortly after the last alarm. The system alarmed again about half an hour later that the effluent had an incorrect weight. Several minutes later the alarmed for replacement solution. The nurses troubleshooting and addressing the alarms. About an hour later, it alarmed for a scale malfunction. The scales were retested. Nurses troubleshooting, machine continued to alarm and led to a screen which stated "discontinue end cvvh treatment." No option to re-administer fluid to the patient. The patient coded and expired shortly after the machine stopped. The machine did not clot at any time.the issues identified were: 1) the design of the dialysate solution bag (prismasate)- apparently the nurses must remember to snap off the "cones" in order to allow for the fluid administration. It is possible that the cones can be partially broken not allowing full flow of the solution through the system without warning. 2) the equipment design: a) the cvvh machine turned itself off without a pathway to allow for re-administration of the fluids/blood currently in the machine. B) it is possible for the machine to pull fluid from the patient if it is not obtaining solution. It is not sure what type of warning the machine has for this scenario and do not know if that was an issue in this case.